Event description:
Analysis of the returned vns lead and generator has been completed. The generator performed to specifications and no anomalies were found. The entire lead was not returned. A lead fracture was observed in one of the lead coils 0.8 cm past the electrode bifurcation. Pitting was present at the site of the lead fracture. An abraded opening was noted in the outer tubing however it did not breach the inner tubing. Dried body fluids were noted in the inner and outer tubing however no points of entry were observed other than the noted abraded opening and openings made during the device explant.

Event description:
It was reported that the patient underwent revision of his vns lead and generator on (B)(6) 2012. High impedance with dcdc=7 had previously been found by the neurologist on (B)(6) 2011. No intervention was taken at that time, however the patient began to have breakthrough seizures. It was noted that the patient is a hunter and the recoil of a gun could damage the lead. Follow-up with the neurologist's office found that the site was originally not sure if vns had made a large impact on the patient's seizure control so they only disabled the patient's generator when the high impedance was found. No x-rays were taken. The patient's increased seizure frequency was noted as above the pre-vns baseline frequency. The patient has not had any seizures since the vns has been replaced. The site indicated that there were some medication changes that may have contributed to the increase in seizures. The patient's explanted lead and generator were returned and are currently undergoing analysis.

Manufacturer narrative:
Device failure occurred.

Manufacturer narrative:
Device failure is suspected.